Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per clinician: the monitor was on and the image was good for about 5 minutes, and the battery appeared to be charged in the 90% range. The unit just spontaneously shut itself off, and would no power back on.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per clinician: the monitor was on and the image was good for about 5 minutes, and the battery appeared to be charged in the 90% range. The unit just spontaneously shut itself off, and would no power back on.